Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. Cse confirmed that the fire was from the printer and replaced the system printer. System was fully functional upon departure. The drain for the analyzer was not fully inserted into the drain and the fluid made contact with the printer power cable. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Customer reported seeing smoke and fire from their dimension exl 200 instrument. The smoke came from the printer. There was no delay in patient testing and no known reports of impact to patient test results. There are no known reports of patient intervention or adverse health consequences due to this event.